Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.

Event description:
In this event it is reported that the customer was unable to use the guide to place implant 46 because the guide came up against 47. Simplant guide investigation incorrect guide design performed on the plaster model file, that did not reflect patient's mouth situation at the time of surgery. This intended customer 's misuse of the guide after adapting the guide to use for implantation.